Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that they could not interrogate the patient's device and therefore patient was being referred to another physician. Follow up with the physician revealed that their programming system is working perfectly fine and they could interrogate other vns patients. Good faith attempts with the other physician's office have been unsuccessful till date. The cause of problem is unknown till date.